Event description:
The customer stated the ultrasound indicated that the perforator did not successfully close. Customer then indicated that he repositioned the perforator stylet, treated, completed same scan and the perforator still did not close. Customer then inserted a second, new closurerfs stylet and procedure was successful completed. No patient injury noted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
Device did not return for evaluation.